Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was 563 mg/dl with trace ketones. Bg was addressed via manual insulin injection. Reportedly, the customer was attempting to use a 3rd party charging cable to charge the pump. The customer successfully charged the pump with a tandem provided usb cable.